Event description:
It was reported that the user experienced difficulty pairing a dexcom g6 sensor to the ilet system the day after completing a factory reset with their healthcare provider. Investigation included user interview and troubleshooting steps, including toggling cgm modes, re-entering sensor and transmitter codes, and restarting the pairing process. At the conclusion of the call, the sensor was still searching for the transmitter and pairing had not yet completed. No malfunction of the ilet was confirmed based on available information, and the event remained under evaluation pending completion of the transmitter search process. A follow-up report will be submitted if additional information becomes available or if device evaluation identifies further findings.